Event description:
It was reported that two days after the coloproctostomy, a major leak was found. One-third of anastomosis site was opened, but most staples were formed b-shape. The operation was completed by creation of an artificial anus. The pt's condition is stable now.